Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device wouldn't charge to deliver defibrillation therapy. This occurred during device testing. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.